Event description:
It was reported there was high impedance, > 3000 ohms and the lead was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary tdg028066v distal conductor fractured; full lead returned for analysis